Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as cuts and blisters. There was no alleged device malfunction contributing to the irritation. Patient¿s home health nurse advised letting the blister heal on its own and to leave it uncovered. Follow up indicated that the skin irritation improved.